Event description:
A company representative reported that a patient underwent a revision surgery approximately three years post-operatively to address a fractured denali mi contoured rod.

Manufacturer narrative:
H6 coding has been updated to reflect device evaluation and investigation conclusion.

Event description:
A company representative reported that a patient underwent a revision surgery approximately three years post-operatively to address a fractured denali mi contoured rod.